Event description:
The complainant reported the patient was on impella cp support. While on support, placement signal not reliable occurred. During investigation of the impella cp, the engineer determined that the issue may be due to an optical signal issue with the automated impella controller and requested that it be returned for further evaluation. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the console (aic) loss of opm data has been completed. Data logs were reviewed which showed that while running pump, the console had consistently low snr throughout. Additionally, there was a portion of the case where optical sensor intermittently went to -3276.8mmhg as which triggered a placement signal not reliable alarm as seen in the complaint. On the previous case, there was additional evidence of low snr. The console was not returned for investigation. The cause of the placement signal not reliable alarm was not determined since product was not returned.